Manufacturer narrative:
Medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect expiration date on the certificate of conformance (coc) with the incident lot was observed. Additional photos were provided of the product labeling, which was confirmed to have the correct expiration date. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect expiration date on the coc with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to human error. Corrections to the coc were made and supplied. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had the incorrect expiration date. No report of medical intervention or serious injury.